Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred (alarm 30, alarm 31). In addition, it was reported that a cartridge alarm occurred. Reportedly, the customer did not remove the cartridge outside of the load sequence. It was also reported that an occlusion alarm occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose (bg) level was 543 mg/dl. A supply change was performed resolving the occlusion and the elevated bg level.